Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor communication error and a critical block error. The alarms only occurred once. The patient's blood glucose at the time of incident is unknown; however, the customer stated that their blood glucose was high. The customer treated their high blood glucose with the insulin pump. No products were returned or replaced, and the customer was advised to call back if the alarms recur.